Manufacturer narrative:
Product implicated is a 3 fr midline. Overall length of the catheter measured 26cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40 psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The complaint is unconfirmed since no leaks were found.

Event description:
Placed 8/4/97 without complications. The catheter was removed 8/7/97 due to leakage at the exit site. After removal, the catheter was flushed with no leaks found.